Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using ruby coils, rub coil detachment handle (handle) and, non-penumbra microcatheter. During the procedure, the physician advanced the ruby coil into the target vessel and used the handle to detach it; however, the ruby coil failed to detach after multiple attempts. Therefore, the ruby coil was removed. The procedure was completed using new ruby coils, the same handle and, microcatheter. There was no report of an adverse effect to the patient.